Manufacturer narrative:
Analysis of the lead was normal. No anomalies were found.

Event description:
The field reported at follow-up, lead dislodgement was observed by x-ray and resulted in decreased sensing and increased capture measurements. The lead was explanted and replaced when an attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.